Event description:
Caller states the pt tested 7.2 inr on the coaguchek system and 1.9 inr on a comparison lab. Coumadin was held for a few days, no adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.